Manufacturer narrative:
Cec adjudicated that the event thrombus (target lesion) as no event / late site thrombosis>30days. Investigator assessed the event as not related to the procedure.

Event description:
During the index procedure two in.pact admiral drug eluting pta balloon catheters were used in the left sfa. Approximately 18 months post the index procedure the patient suffered thrombotic occlusion (target lesion) and was treated with thrombus aspiration and non medtronic pta and stenting. Investigator assessed that the event was not related to the device or drug and probably related to the procedure. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.